Event description:
The patient claimed that her blood glucose has been going low, between 27 mg/dl and 33 mg/dl, at around 10:15 am to noon for the last 3 weeks. She has hypoglycemia unawareness and did not report of having any symptoms at the time of concern. Her husband reportedly had to provide treatment for the patient with food/drink. The patient claimed that her blood glucose was corrected within 45 minutes after treatment. The patient's basal rate was changed one week prior to contacting animas. She confirmed that her basal rate at 12 am, 2:30 am, 5 am, 6 am, 9 am, and noon are 0.075 u, 0.1 u, 1.375 u, 2.25 u, 0.3 u, and 0 u respectively is correct. Despite the doctor's change of basal rate at noon to zero, the patient still has hypoglycemia after this time. The animas representative performed troubleshooting to evaluate the animas pump and to assess the patient's alleged blood glucose excursion. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged low blood glucose. This complaint is being reported because the patient's blood glucose allegedly went below 40 mg/dl and she received medical intervention while on pump therapy and taking the prescribed basal rate.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside of normal use was recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display screen was found to be dim.